Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged between 24-54 mg/dl, cause was unknown. Customer required assistance addressing bg with glucagon and carbohydrates. Tandem customer technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.